Event description:
A call from technical services was made on (B)(6) 2013 stating that there were slight increases in thresholds for this lead. Now, having risen to between 3.1 v and 3.4v @1 .0ms in the l vtip to lvring configuration. Patient had stimulation in every other vector, despite good thresholds. Caller programmed the lv output to 4v@1 .0ms (0.5v safety margin), because they have suspected stimulation at higher outputs. The physician was dr. Peter graper at sarasota memorial hospital in sarasota, fl. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).